Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been going to the bathroom more but they still have incontinence. Patient said when they do need to go, they go by themselves but they are going multiple times. Patient also said they are urinating a little more than they had been so they are happy with that. Patient mentioned they wear depends to help them because they leak regardless. Agent asked patient if they had something else implanted because the patient was referring to the neurostimulator as a "stint" and patient said no, but they do have a tear on their sphincter. The caller reports that they are still taking stuff when they can't go to the restroom because if they don't pass gas or poop, they cannot urinate. Patient stated they think they have had a 50% improvement since they were implanted with the device. The caller reported that the dr told the patient that manufacturer was trying to reach them. Agent reviewed that we do not have any notes relating to outbound calls. Reviewed that the registration appears complete and the patient confirmed that they received an ID card and will look for it and call back if they can't find it. Reviewed patient services (ps) role. The caller will call back if they need help adjusting the stimulation, but the reason for the call was that they thought manufacturer was trying to reach them.